Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of hypersensitivity and angioedema were considered possibly related to the treatment. Serious criteria included the need for urgent medical care, and treatment with prednisone, bilastine, intravenous hydrocortisone and intramuscularly promethazine. The non-serious unexpected event of eyelid oedema was considered possibly related to the treatment. Potential etiologies for the angioedema and eyelid edema include hypersensitivity. Potential contributory factors include swelling due to postprocedural implant site reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-oct-2020 by a physician which refers to a female patient of an unknown age. The patient medical history included hypothyroidism, polycystic ovary syndrome and thyroid cancer, 2 years ago (already recovered and discharged from treatment). No information about history of allergies has been provided. On (B)(6) 2020, the patient had received treatment with dysport 500 without intercurrences and with great results. This was the first aesthetic procedure the patient had received. On (B)(6) 2020, the patient received treatment with sculptra (lot 0j2342) (unknown amount, injection technique and needle type) for an unknown indication. The sculptra was diluted in 8ml double distilled water [distilled water] 72 hours before the procedure and added 2 ml of lidocaine [lidocaine] without vasoconstrictor at the time of the procedure. According the physician, during the procedure there were no complications and the patient was instructed to perform massage. Same day, on (B)(6) 2020, the patient experienced mild eyelid edema(eyelid oedema) and allergic reaction(hypersensitivity). The patient forwarded photos to the reporter, showing the event (eyelid edema) on (B)(6) 2020 at 07:30 pm. According the reporter, there was not much importance in the event. 1 day later, on (B)(6) 2020, the patient was experiencing important angioedema(angioedema), without systemic symptoms. The patient forwarded photos to the reporter, showing the event (important angioedema) on (B)(6) 2020 at 07:30 am. As a corrective treatment, the patient received prednisone [prednisone] 20 mg at a dose of two tablets per day for five days and alektos [bilastine] 20 mg at a dose of 1 tablet every 12 hours. On (B)(6) 2020, 6 hours after the notification to the physician, the patient experienced a worsening of the clinical condition. The patient went to the emergency room, where she received 1 ampoule of hydrocortisone [hydrocortisone] 100 mg intravenously and 1 ampoule of promethazine [promethazine] intramuscularly and then discharged. On (B)(6) 2020 in the morning, patient had a slight improvement of clinical condition and angioedema remained. The dose of prednisone was increased to 60mg and then the patient should start the weaning. On (B)(6) 2020, the patient had a more significant improvement in her clinical condition. On (B)(6) 2020, fifth day after the procedure, the patient experienced worsening of the edema. Outcome at the time of the report: angioedema was recovering/resolving. Eyelid edema was not recovered/not resolved. Allergic reaction was not recovered/not resolved.